Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the sensor patch. Data was extracted using approved software and the sensor was in state 5 (indicating normal termination). Visual inspection was performed on the returned sensor plug and no failure modes were observed. The sensor was reprogrammed and a sim vivo (simulation of the electrical signal produced by the sensor tail) test was performed. All results were within specification. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the error message when scanning the adc freestyle libre 2 sensor. On 03-jun-2021, as a result of the customer not being able to monitor their blood glucose levels, the customer and had a loss of consciousness. The customer was brought to the hospital and was provided unknown medical treatment from nurses for a diagnosis of hyperglycemia. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the error message when scanning the adc freestyle libre 2 sensor. On (B)(6) 2021, as a result of the customer not being able to monitor their blood glucose levels, the customer and had a loss of consciousness. The customer was brought to the hospital and was provided unknown medical treatment from nurses for a diagnosis of hyperglycemia. No further information was provided. There was no report of death or permanent injury associated with this event.